Event description:
On (B)(6) 2015 it was reported that the patient underwent a generator replacement on (B)(6) 2015 due to battery depletion. It was reported that the explanted generator could not be returned to the manufacturer for product analysis. Additional programming history for the patient was received for review.

Event description:
Clinic notes dated (B)(6) 2015 were received indicating that the patient¿s vns generator could not be interrogated. The programming system was able to successfully interrogate other patients the same day and was ruled out as a cause of this event. The generator implant depth was also ruled out as the generator was palpable to touch. The notes also mentioned that the patient¿s average number of seizures per month had increased from 4 per month to 5 per month for the past three months. Patient was referred for replacement of the generator as a result. Additional information was received from the physician that the patient¿s seizures have not increased above the pre-vns baseline. The physician also indicated that the increase in the seizure frequency is not related to vns therapy.

Manufacturer narrative:
Analysis of programming history.